Manufacturer narrative:
Complete medical device brand name: bd bonnano¿ suprapubic catheter tray: 14 g x 11 in. Fep polymer catheter, 18 g puncture needle, adapter clamp. (B)(4).

Event description:
It was reported that the patient was admitted for tapping of ascites. When the pigtail catheter in the bd bonnano¿ suprapubic catheter tray was being inserted into the patient's abdomen, the catheter snapped off and the distal part was retained in the patient's abdomen. The surgical team attempted to retrieve the missing piece through the skin but was not successful. The patient finally went to the operating theater and had a laparoscopy, drainage of ascites, and retrieval of the retained catheter.

Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection confirmed the customer's reported defect (catheter break/separation after placement). A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6144689. Conclusion: although the returned sample confirmed the customer's reported defect, an absolute root cause for this incident cannot be determined. Based on an evaluation of severity and frequency, no corrective action is required at this time.